Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a hematoma occurred. The patient had a 24mm watchman closure device successfully implanted using a double curve watchman access system the day after the procedure, the patient developed a hematoma in the groin. To treat the hematoma, the patient had a pseudo aneurysm repair. They remained in the hospital longer than anticipated because of the event and have since been discharged from the hospital.